Event description:
It was reported the patient was in the intensive care unit (ICU) for hypertension and extreme headaches. It was stated they were blaming the headaches on the device. It was noted when the patient¿s stimulation was turned from 1 to 4 volts they had headaches with the high voltage. It was stated within 20 minutes the headaches went away and they were not sure when the headaches started. It was noted a CT scan was done of the patient¿s abdomen and buttocks. It was later reported it was unknown if the patient had a 50 percent or greater symptom reduction. It was stated an impedance test was done on (B)(6) 2014. It was stated the device had impedances greater than 4000 ohms on case and 1, 0 and 1, 2 and 1, and 3 and 1. It was noted all other combinations were less than 4000 ohms. Reportedly, they used program combinations without using electrode 1. It was stated it was unknown if the cause of the event was determined and if it was device related.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# v388290, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).